Event description:
Case description: this consumer report was received from a us consumer and concerns a (B)(6)-year-old patient. The patient was injected with 2 1.5ml syringes of radiesse into each cheek, for cosmetic cheek augmentation (off label use of device), on (B)(6) 2026. Patient past medical history included an allergy to bee stings and had no prior history of a reaction of current severity associated with cosmetic procedures. The lot number for radiesse was not reported. On (B)(6) 2026, reported as immediately (and also within minutes) after the radiesse injection, the patient experienced a severe rapid-onset hypersensitivity reaction. Approximately two minutes after the injection was performed, the patient began experiencing widespread hives and intense itching. The hives spread quickly from the neck down through torso to the pubic area. In addition to the hives and itching, the patient experienced a sensation of pressure in both ears. The treating provider administered oral diphenhydramine (benadryl) and topical benadryl cream, however, symptoms continued to progress. Due to concern for a significant allergic reaction, the supervising physician was consulted and recommended activation of emergency medical services (911) and administration of epinephrine via epi pen. The patient was subsequently transported to the emergency department, where received further evaluation, with treatment including steroids, and several hours of monitoring. The hives and itching completely resolved following treatment. There were no ongoing symptoms that remained at the time of this report. There were no recurrent episodes since the event. Due to the provided information, the outcome of the event was considered as resolved, in (B)(6) 2026.

Manufacturer narrative:
Assessment/investigation by merz: as the lot number was not available, a batch record review and event search on the reported lot could not be performed. A review of trending for radiesse did not identify any trends (q4-2025 radiesse product family trending reports, rec-002150, 11-may-2026); therefore, no negative impact to the benefit-risk profile was observed, indicating no systemic product quality issue. This case was assessed as serious per the following rationale: this case is considered as serious with the serious event injection site hypersensitivity because potential treatment was deemed necessary to prevent permanent damage or life-threatening injury. Corrective treatment included oral diphenhydramine, topical diphenhydramine cream, epinephrine and steroids, with the outcome reported as resolved. This is a consumer case and medical confirmation is pending. The event occurred in a compatible temporal relationship, whereas the event hypersensitivity reaction is considered a systemic event. The event injection site hypersensitivity (serious) is equivalently expected as allergic reaction based on the currently valid us instructions for use (IFU) of radiesse and can occur after treatment with radiesse. The reported hives and intense itching are considered to be symptoms of injection site hypersensitivity and therefore were not coded. The reported pressure in both ears is considered to be a consequence of injection site hypersensitivity and therefore was not coded. Off label use of device is coded for formal reasons only. Injection into the cheeks is not an approved indication for radiesse based on the us instructions for use (IFU). Possible confounding factor includes the patients medical history of allergy to bee stings, however limited information was provided and a contributory role of the injection with radiesse cannot be excluded with certainty. Therefore, based on the information provided, causality is assessed as possibly related to the treatment with radiesse, however there is no indication that a product-related issue contributed to the event. This case is considered as serious and reportable to the FDA, as the event injection site hypersensitivity was deemed to meet the serious criteria of required intervention to prevent permanent damage or life-threatening injury.